Event description:
The customer stated that the insulin pump alarmed button error. The reported blood glucose reading was 109 mg/dl. The customer also stated that there was condensation beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.